Event description:
It was reported that during a gastrectomy procedure, the coagulation ability was not enough. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade scorched. The device was tested with a generator and was functional; it passed all the current test performed. Additionally, it was also noted to have an elevated shaft temperature. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.